Manufacturer narrative:
Device eval by manufacturer? - corrected. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The returned device consisted of pressure regulating balloon, occlusive cuff and control pump. Visual inspection and leak testing of the balloon found a pinhole leak in the balloon shell at the sphere adaptor junction. This is considered to be consistent with wear and material fatigue. Inspection of the other components found no defects or damage. Based on the investigation results the balloon leak is the likely cause for the reported issue and an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. There were no further complications were reported during the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. There were no further complications were reported during the procedure.